Manufacturer narrative:
Unit received unable to perform the displacement test due to detached end cap.

Event description:
The customer reported via phone call that the right side of the insulin pump was crack and broke off. The customer¿s blood glucose level was 291 mg/dl. Troubleshooting was performed for damage. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.